Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A customer reported a phaco system received a system message code and the footswitch was not recognized by the unit during a procedure. The footswitch was exchanged and the procedure was completed with a 30 minute delay. There was no pt harm.